Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system (dxc 800) generated false low carbon dioxide (co2) results for 24 patient samples. Customer reported that 18 results were corrected. Customer reported that calibration of co2 did not correct the issue. Customer reported that the other electrolytes were recovering normal. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found line #12 between the co2 acid reagent bottle and ratio pump was partially occluded. The fse corrected this issue. The fse also found the co2 measuring electrode had a broken membrane retainer and a bubble on the electrode face. The fse replaced the parts and verified performance.